Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after an angioplasty procedure. Reportedly, the device was successfully flushed prior to the procedure. The proglide was inserted and bleed back was not seen. The device became stuck in the vessel and could not be removed. The sheath was cut off and remained in the patient. Pedal access was used to snare the sheath and remove it without issue. Manual arterial compression was used to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.